Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#:1627487-2017-06378 it was reported the patient fell in (B)(6) 2016. Clinical specialist discovered both of the patient¿s leads had migrated during a visit on (B)(6) 2017. Patient may be awaiting lead revision.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-06378. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017. One 3186 octrode lead was repositioned and the second 3186 octrode lead was replaced with a new 3186 lead. Effective therapy was restored post-op.